Event description:
It was reported that the patient underwent a full revision due to high impedance. Per historical hospital policy the explanted lead was discarded. No further relevant information has been received to date.

Event description:
It was reported that high impedance with resultant low output current was detected on the patient's device. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.